Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of the secondary infusing into primary because the set was not saved and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported "nurse described secondary infusing into primary - tubing models have back check valve. IV set not sequestered by hospital." The event occurred during a pt infusion. No pt harm was reported and no medical intervention was required. Customer stated that no further pt or event information is available.